Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump power up properly after the battery was installed. The device was received with operating currents within specification. No low battery alerts noted during testing. The device passed the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test. No unexpected no delivery alarms and no motor error alarms noted. The motor was tested outside of the device and it passed. The device had minor scratches on lcd window, broken belt clip slot, and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call, she seemed to have issues with the insulin pump. The device had alarmed motor error twice and the battery would drain quickly. Customer stated she changed the batteries and the device continued to alarm no delivery. The device alarmed motor error when she took the device to her doctor. Customer's blood glucose was over 500 mg/dl. Customer declined troubleshooting and stated she wanted the device replaced. The device alarmed no delivery during bolus which was a past event and resolved it with a set change. Customer agreed to return the device for analysis.